Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw and instrument broke during a zero-p implant case. It was reported that the patient was implanted with a zero-p implant on an unknown date at c3/4. One (B)(6) 2015 the patient underwent a revision surgery for pathology related issues to remove the zero-p-va plate at c3/4 and a cervical plate from an unknown vendor (not a depuy synthes cervical plate) from c4/5). The purpose of the surgery was to re-do the fusion from c3-c7. Posterior cervical instrumentation remains in the patient. It was reported that, during the revision, the removal instrument tip broke off in the head of the screw. The fragment was retrieved. One screw was removed successfully (14mm) but with extreme difficulty. The medial blocking clip would not retract in order to remove the screws. Both medial clips had to be burred off. The second screw (12mm) stripped. The surgeon burred the head off and the broken fragment (bottom half) was retrieved. The implant was discarded. The patient was revised using a competitor¿s construct. Patient status: still in surgery. There was at least a 30 minute time delay. The procedure was completed successfully. This report is 1 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown unk - spine zero-p va implant/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.